Event description:
Baxter reported an occurrence of leakage from the silicone tube of the transfer set. The set was in use for 110 days. There was no patient injury or medical intervention associated with this incident according to baxter.